Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that during the first month of use the patient turned their device off because they had back surgery. During the first month the patient did not use their device and the implant went dead. The patient reported that they talked to a couple different representatives who told him to keep charging the device as soon as it went down. The patient did this for but the device would not hold a charge and it never charged over 40%. The patient had went through a couple recharging sessions with the representative but the device had been unable to hold a charge. The patient had an MRI appointment and needed the device to be put in MRI mode, they did not have their external equipment around to help with communication. The patient needed the MRI for lumbar pain he was still experiencing that the device had been implanted to treat. It was reported that the device was not covering pain in the back of the patients legs and they had had several adjustments that were unsuccessful. No further complications were reported as a result of this event.